Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI : (B)(4). Concomitant medical products : item# 11-301305 arcos con sz e std 60mm lot# 879210, item# 110010271 g7 osseoti multihole 66mm I lot# 6002518, item# 010000998 g7 screw 6.5mm x 25mm lot# 6135022, item# 010000998 g7 screw 6.5mm x 25mm lot# 6196305, item# ep-200160 act artic e1 hip brg 28x54mm lot# 211710, item# 110024467 g7 dual mobility liner 54mm lot# 432790, item# 650-1158 delta cer fem hd 28/0mm t1 lot# 2017020166. Reported event was confirmed by review of xrays which indicated patient expereinced an oblique fracture involving the proximal to mid right femoral diaphysis just distal to the tip of the hardware extending into the anterior cortex. No signs of loosening, wear, and radiolucency. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.